Event description:
It was reported that the pump touch screen was cracked and unresponsive. Customer's blood glucose ranged from 162-163 mg/dl. The customer continued to use the pump for insulin therapy.